Manufacturer narrative:
(B)(4). Eval, results: (endoleak). Results/conclusion: (unk cause of type iii endoleak).

Event description:
An aneurx abdominal stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm approx 67 months ago. Aneurysm and vessel morphology from the time of implant are unk. It was reported that approx two years ago the pt had a proximal type I endoleak resulting in a secondary intervention. The pt was treated with another MFR's aortic cuff. Approx one month ago the pt returned for a routine follow up appointment for coil embolization a type ii endoleak; however, the endoleak was determined to be a type iii endoleak. The decision was made to implant an endurant iliac stent graft to re-line the aneurx stent graft and the endoleak was successfully resolved. No add'l clinical sequelae were reported and the pt is fine.